Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4) a carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: low delta p. Replaced driver and parts in preventative maintenance (pm) kit. Still low delta p, unable to adjust driver power module accurately, replaced module (7 year pm) performed 6k pm per manufacturing specifications. Passes patient circuit calibration and vent performance check.

Event description:
The customer reported the amplitude is low on the performance check. He stated that he bypassed the humidifier and calibrate the ddi. Carefusion technical support specialist reminded, the issue could be related to the power knob (out of calibration). Patient involvement is unknown.